Manufacturer narrative:
Visual inspection of the returned articular surface and locking screw identified the components were in like new condition. No packaging was returned with the complaint. Reported information indicates that the outer cavity was intact. Photographs of the packaging from after the surgery show that the foil lid had been completely removed from the inner cavity. No apparent damage was noted on the foil lid. The inner cavity also appeared to have full seal transfer. The outer tyvek appeared to be still attached to the outer cavity on one side. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the internal packaging of the product was damaged and not vacuumed sealed. This caused a two hour delay in surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.